Manufacturer narrative:
No sample material was received for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation. (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ft4 iii (ft4 iii) on a cobas e 801 module compared to the siemens method. Based on the data provided, discrepant results for ft3 iii, tsh and anti-tshr were also identified. This medwatch will cover anti-tshr. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results, medwatch with patient identifier (B)(6) for information on the ft3 iii results and to medwatch with patient identifier (B)(6) for information on the tsh results. Refer to attached data for the patient results. The results from the e801 module were reported outside of the laboratory. The e801 module serial number was (B)(4).